Manufacturer narrative:
D4: unique identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist tss confirmed that the customer had stated that the issue appeared to have been resolved and that it was acceptable to close the case. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, several users were intermittently unable to log in and were receiving an unable to authenticate error. The customer stated that, although the login report showed bioid failed, the affected users reported that they were not reaching the bioid step during the login process. There were no adverse events or injuries reported based on this event.